Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was not coming out of insulin pen. Customer stated that insulin sometimes came out of insulin pen. Customer stated that they changed insulin cartridge but insulin did not exit. Customer also experienced high blood glucose level. Customer's blood glucose level was 237 mg/dl. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.